Manufacturer narrative:
The reported events were helix mechanism issue and high capture thresholds. A complete lead was returned in one piece. The helix was partially extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies; the helix could be retracted and extended by applying torque directly. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue and over-torqued of the inner coil. The reported event of high capture thresholds was not confirmed. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in-clinic for a right-ventricular (rv) lead repositioning surgery, as previously upon interrogation it was noted that the rv lead exhibited high capture threshold and during the procedure, its helix failed to extend. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction: the serial number of the right-atrial (ra) lead reported in report 2017865-2025-50839 submitted on 24 apr 2025 as (B)(6) was found to have the serial number (B)(6).